Event description:
It was reported to philips that the device fails the therapy delivery test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The brt evaluated the device and found the issue. The brt confirmed the cause of the device not passing the therapy delivery test was due to a defective capacitor. The brt determined the capacitor needed replacement and provided the customer with a part number and pricing for a replacement capacitor. However, the customer did not accept the quote. Based on the information available and the testing conducted, the cause of the reported problem was due to the malfunction of the capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The brt provided a quote for the replacement of the capacitor; however, the customer did not accept the quote. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.